Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeon was tunneling 3 extension wires at once. He was informed that this was off label. He inserted two extension wires into the tunneler carrier properly. The third extension wire was tired to the end of the carrier with a suture. Again, he was informed this was off label. As he was pulling the tunneler from the chest pocket through to the head pocket, extension wires became stuck on tissue causing the two extension wires in the carrier to become frayed. The white sheath was stripped back exposing the internal wires and completely compromising the wires. The third extension wire remained intact. New extension wires were opened and implanted to replace the broken wires. The surgeon requested an off label shunt tunneler. He passed each extension wire through a hollow tube. All impedances were normal. Manufacturer representative (rep) indicates the issue was resolved at the time of report.